Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient aspirated either during the procedure or in the post-anesthesia care unit (pacu). The patient developed bacterial pneumonia and was treated with antibiotics. Follow-up indicated that the patient additionally developed blood clots in the lung. Nevro has attempted to obtain medical assessment regarding the cause but was unsuccessful. There have been no reports of further complications regarding this event.